Event description:
Manufacturer narrative (provided by livongo) the patient reported that their livongo blood pressure monitor was reading 20 points higher compared to manual readings at their doctor's office.the livongo monitor was reading 151/83 and the manual reading was 112/70.the patient also stated that their doctor previously adjusted their medication based on their livongo readings event description the patient received a replacement monitor and the device that caused the initial concern was requested back for the investigation.the device was not returned.if the device is returned back for testing, a supplemental report will be filed with the investigation conclusions.

Manufacturer narrative:
Cause: 1. Transtek couldn't get the complaint details from end user and couldn't get back the device for further analysis. 2. No inventory of the same model is found. 3. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 4. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements. 5. The instructions have already covered the relevant operation. The customer didn't read the instructions carefully. Corrective action: 1. Establish a regular communication mechanism with customers 2. Preparing a document concerning troubleshooting and essential precautions as a notification of reminder for customer promotion to minimize the risk of user misoperations. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.